Event description:
The lay user/patient contacted lifescan alleging the control solution test results are inaccurately high out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up #1 (submission 09/21/2012)-device evaluation: lifescan received the control solution and test strips involved with the complaint and completed device evaluation on (B)(4) /2010, respectively. Investigation did not confirm the alleged complaint with both returned products; however, a secondary issue was noted for the control solution: the control solution test read below expected range.

Event description:
New information received - file is not reportable. The device stopped activating. It was immediately replaced by an device which worked fine. No hemostatis or bleeding issues.